Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4+. While preparing a steerable guide catheter (sgc) (50224r1084), air in the system was observed. Troubleshooting was performed, but the issue continued to occur. Therefore, the sgc was not used and replaced. A new sgc (50224r1080) was inserted without issues. However, a thrombus was observed in the left atrium (la). Therefore, aspiration was performed. Heparin was administered, and the sgc was removed from the patient. The procedure was discontinued with no clips implanted.

Event description:
N/a.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. The investigation was unable to determine a cause for the reported thrombosis. Thrombosis is listed in the instructions for use as a known possible complication associated with the mitraclip procedures. The reported medication required and unexpected medical intervention were results of case specific circumstances as additional heparin was given and additional aspiration was performed. There is no indication of a product issue with respect to manufacture, design, or labeling.